Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a tension-free inguinal hernia repair, a suture was used to close the incision of the right external oblique aponeurosis. While applying traction to the suture, the needle fractured. A new synthetic absorbable surgical suture was immediately used instead to complete the procedure. There was no patient injury.

Event description:
According to the reporter, during a tension-free inguinal hernia repair, a suture was used to close the incision of the right external oblique aponeurosis. While applying traction to the suture, the needle detached from the thread. A new synthetic absorbable surgical suture was immediately used instead to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.